Event description:
Contact reported that an eagle screw was removed because it had backed out from the cervical plate. The surgeon removed the entire plate. Dr is going to keep pt in a collar and possible bone stimulator. As surgical intervention occurred an MDR is being filed.